Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jul/2018. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side "was not exchanged, but had removal of skin and was put back in." Patient additionally reported capsular contracture, baker grade IV. Device remains implanted.

Event description:
Healthcare professional reported bilateral capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified; fold creases, white particles in shell, weight within specification, observed split in patch (ss), it is out of specification per qa 199.04 and it is assessed as workmanship. After autoclave cycle was identified: cloudy gel. Based on the device analysis the final assessment is: observed split in patch assessed as workmanship.

Event description:
Healthcare professional reported left side "was not exchanged, but had removal of skin and was put back in." Patient additionally reported capsular contracture, baker grade IV. Device has been explanted.